Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states he is getting a 7 wrench flash. Chair will not shut off. Batteries measure at 21 volts. Need new batteries.